Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 6/16/15 device evaluation: the device has been returned and evaluated by product analysis on 06/01/2015 with the following findings: evidence of a partially discharged battery being installed observed in black box on 4/12/2015. No evidence of an alarm in black box or alarm history. Battery cap is unable to fully tighten. Battery cap threads damaged. Battery compartment cracks observed in thread area and below grip pad. Current draws within specifications; removed pump case: no evidence of moisture or loose components inside pump. Unrelated to the complaint, there is a dim discolored display.